Event description:
It was reported that this patient presented to the emergency room due to beeping tones. When the device was interrogated fc1003 was seen related to capacity being too low for remaining longevity. The patient was previously seen in july 2024 and it was noted that the beeper of the device was turned off. The device remains implanted. No adverse patient effects were reported.

Event description:
It was reported that this patient presented to the emergency room due to beeping tones. When the device was interrogated fc1003 was seen related to capacity being too low for remaining longevity. The patient was previously seen in july 2024 and it was noted that the beeper of the device was turned off. Additional information was received with engineering review of the device data. Engineering confirmed that the low voltage fault code was valid, and the battery was decreasing in an irregular fashion. Therapy was available and recommend replacement interval was fourteen days. No adverse patient effects were reported. The device remains implanted.

Event description:
It was reported that this patient presented to the emergency room due to beeping tones. When the device was interrogated fc1003 was seen related to capacity being too low for remaining longevity. The patient was previously seen in (B)(6) 2024 and it was noted that the beeper of the device was turned off. Additional information was received with engineering review of the device data. Engineering confirmed that the low voltage fault code was valid, and the battery was decreasing in an irregular fashion. Therapy was available and recommend replacement interval was fourteen days. The device was explanted. This investigation will be updated should the device be returned. No additional adverse patient effects were reported.